Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12may2020.

Event description:
The customer reported the alarm message "low leak co2 rebreathing risk". The device was not being used for treatment and there was no patient involvement when the reported event occurred. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the flow sensor and the reported problem was resolved.